Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior inferior cerebellar artery (pica) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the smart coil was unable to advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kinks observed near the pusher assembly mid-joint. The pusher assembly mid-joint was unable to be advanced through the introducer sheath friction lock due to the kink in the pusher assembly near the mid-joint, and no further testing could be performed. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.